Event description:
During suturing of the cuff, the cuff tore. The surgeon did not pull hard at the surface.

Event description:
The surgeon did not pull hard at the suture. This graft was not implanted.